Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. Additional information was unable to be obtained. This system remains in service. No adverse patient effects were reported.